Event description:
The reporter stated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the patient's right eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vaulting. The lens was exchanged for a shorter length lens. This resolved the problem.

Manufacturer narrative:
(B)(4).